Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the packaging of the minicap was found opened, observed during set-up. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection identified seal separation in a small portion of the packaging. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was determined to be the product is exposed during short time to temperatures above 40 celsius degrees. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.